Event description:
It was reported that during a laparoscopic bso procedure, the device did not fire upon fire use. No staples or knife were deployed. A second device was opened to complete the case with no pt consequences.